Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pelvic pain, chronic pain") and graves' disease ("autoimmune disorder, graves´ disease") in a 37 year-old female patient who had essure inserted (lot no. Unknown). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), graves' disease (seriousness criterion medically important), headache ("headaches"), urinary tract infection ("frequent uterine tract infection") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with levothyroxine as well as surgery (a full hysterectomy to have essure removed and removal of thyroid). Essure was removed. At the time of the report, the graves' disease was resolving. The reporter considered bacterial vaginosis, graves' disease, headache, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: I developed hyperthyroidism about 6-months after having essure implanted, extreme pelvic pain, chronic pain, headaches, and frequent urinary tract infections and bacterial vaginosis. Doctors never notified me that they were taken off the market and when I finally switch obgyns, I was provided this information. Since I have had a full hysterectomy to have them removed as well as have my thyroid removed due to graves disease. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pelvic pain, chronic pain") and graves' disease ("autoimmune disorder, graves´ disease") in a 37 year-old female patient who had essure inserted (lot no. Unknown). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), graves' disease (seriousness criterion medically important), headache ("headaches"), urinary tract infection ("frequent uterine tract infection") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with levothyroxine as well as surgery (a full hysterectomy to have essure removed and removal of thyroid). Essure was removed. At the time of the report, the graves' disease was resolving. The reporter considered bacterial vaginosis, graves' disease, headache, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: I developed hyperthyroidism about 6-months after having essure implanted, extreme pelvic pain, chronic pain, headaches, and frequent urinary tract infections and bacterial vaginosis. Doctors never notified me that they were taken off the market and when I finally switch obgyns, I was provided this information. Since I have had a full hysterectomy to have them removed as well as have my thyroid removed due to graves disease. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.